Event description:
Incident reported as: upon insertion of the foley catheter, blood flashback occurred. No patient injury was reported. No further information is available.

Manufacturer narrative:
Device is not available for investigation and there is no lot# given. Should additional information become available, a follow up report will be sent.